Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of sense b noise. An x-ray taken of the system did not show any abnormalities. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of sense b noise. An x-ray taken of the system did not show any abnormalities. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.